Event description:
It was reported that the patient presented for extraction of the pulse generator due to an unspecified battery malfunction. The device was explanted and replaced. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Additional information: b5, h6 and a4.

Event description:
New information received notes that the patient was non-compliant with follow-up. The generator had reached end of service (eos) and no pacing output could be provided by the device. No malfunction was alleged against the pulse generator, the patient was not dependent and was stable post generator change.

Manufacturer narrative:
The reported event of pacemaker battery malfunction was not confirmed. The device was received from the field with battery voltage at end of service level (eos). Electrical and mechanical analysis performed indicated normal functionality. Further battery assessment at various pulse amplitude measured current level within normal range of operation, and no battery anomaly noted. A longevity assessment was performed based on average drain current, and the device exceeded projected longevity which indicated normal battery depletion.